Event description:
The patient underwent a thrombectomy procedure using an indigo system flash aspiration catheter (flash catheter). During the procedure, it was reported that the flash catheter had fractured inside the patient. The physician made an attempt to remove the fractured flash catheter using a snare device, but the attempt was unsuccessful. Therefore, the physician performed a surgical intervention to remove the fractured flash catheter.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. Penumbra was unable to obtain enough device information to identify the lot number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the lot number for this device, unique device identifier (UDI) cannot be determined.